Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock and time to therapy (ttt) was approximately 20 seconds. The arrhythmia was torsades in nature with some undersensing. The caller requested episode review and programming recommendations. Episode review noted the undersensing was due to much smaller signals that started to come in after larger ones at the start of the event. The consultant did not suspect another vector would manage the clinical observations any differently and recommended leaving the sensing programmed as it. The ttt was in line with typical ambulatory expectations. The system remains in service and no adverse patient effects were reported.